Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. Due diligence attempts to obtain additional information regarding recipient status were unsuccessful. The recipient will remain and inconsistent user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma. The recipient presented with swelling. The recipient has discontinued device use. Revision surgery is under consideration.